Event description:
Additional information was received indicating the patient expired due to a respiratory failure for a respiratory distress syndrome. The bleeding during the operation was due to a tear in the lateral wall of left ventricle under the device and was treated with extracorporeal circulation and wasn't due to the device or therapy.

Manufacturer narrative:
Manufacturer investigation conclusion: additional information a direct correlation between the device and the reported bleeding, respiratory failure, and subsequent patient outcome could not be determined through this evaluation. The heartmate 3 lvas IFU lists bleeding, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of the device: 1 year 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient was implanted with left ventricular assist device on (B)(6) 2019. It was reported through patient outcome that the patient was expired on (B)(6) 2019 due to bleeding. No autopsy was performed and the device was not explanted. No additional information was provided.